Manufacturer narrative:
Performance testing confirmed the complaint. There has been an issue noted related to the hph700 not meeting the requirement for ultra-filtration efficiency. Medtronic initiated a formal investigation into the performance issues and worked with medivators to test and identify all potentially affected units. A field action was initiated to address all products in the field. There have been no adverse patient effects reported. Medtronic will continue to monitor for future events. (B)(4).

Event description:
Medtronic received information indicating that during use, the perfusionist observed that the medivators hemoconcentrator within their medtronic perfusion pack was not achieving the filtration rate they expected. The patient's potassium levels began to increase. They replaced the hemoconcentrator with another manufacturer's device to complete the case. There were no adverse patient effects as a result of the issue. The device was returned for analysis.